Event description:
It was reported that a user with an ilet in bg run mode was not seeing glucose readings while using a dexcom g7, and the g7 displayed a ¿replace sensor now¿ alert followed by a request to re-enter the pairing code; after re-entry, the pump entered warmup. Symptoms included interruption of cgm data availability. Outcomes included dosing interruption and the need to re-establish sensor pairing and warmup before automated dosing could resume. Investigation included technical troubleshooting and user education conducted by support. Investigation of this case revealed that the cgm pairing to the ilet failed and the sensor transitioned to a replace-required state, after which re-pairing initiated a warmup period. It was concluded that the event was related to cgm sensor lifecycle and pairing disruption, with function restored through re-pairing and warmup.